Event description:
It was reported during administration of an antibiotic the pump module was alarming "occlusion patient side". Clinician tested the line by disconnected from patient running the infusion and the alarm was still present. The module was changed and the infusion continued without issue. There was patient involvement however no patient harm. Received additional information from country quality as below. Customer hospital biomedical engineer performed internal test. All test results are as expected for both ¿flow rate¿ and ¿occlusion¿. Three times ¿flow rate test¿ results are as follows: set up flow rate 250 ml/hour. Tested result 249.73 ml/hour. Set up flow rate 100 ml/hour. Tested result 100.60 ml/hour. Set up flow rate 20 ml/hour. Tested result 19.97 ml/hour. Two times ¿occlusion test¿ results are as follows: set up flow rate 20 ml/hour/ tested result 312 mmhg. Set up flow rate 20 ml/hour/ tested result 312 mmhg.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, concomitant med prod data (1) and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "false alarm occlusion patient side" was confirmed through laboratory testing and log analysis. An external and internal inspection of the suspect pump module was carried out, and no issues or anomalies were found that could have contributed to the reported event, except for the defective lower pressure sensor. The pressure sensor malfunction product analysis procedure (dir (B)(4)) was performed on the suspect pump module. The infusion test performed at an infusion rate of 500ml/hr with a vtbi of 1000ml and don't cause a channel error. The analog sensor task would show the voltage of the sensor with zero (0) load on the pressure sensor pad. The manufacturer¿s voltage specification with zero (0) load for fsa pressure sensors is 1 volt +/- 0.154 volts. The pump module s/n (B)(6) lower pressure sensor were found to be out of specification. A replacement of the lower pressure sensor was carried out on the device. The asm analog sensor task was performed with a known good pressure sensor on the device. The pressure sensors were found to be within of specification. A review of the logs from the suspect pump module was conducted, and it was observed that on the date mentioned by the facility ((B)(6) 2025), the error logs had been deleted (the error log records were deleted on (B)(6) 2025). However, it was noted that prior to this, the malfunction error code 240.4150 had been recorded on multiple occasions. This code indicates an issue with the pressure sensors. This malfunction was recorded from (B)(6) 2019, up until the date the logs were deleted. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the lower pressure sensor. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported ¿false alarm occlusion patient side¿ was identified as channel error code 240.4150.0 (sensor broken high failure). The cause of this channel error code 240.4150.0 (sensor broken high failure) is attributed to a malfunctioning patient-side pressure sensor; however, the root cause of the pressure sensor malfunction was not determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during administration of an antibiotic the pump module was alarming "occlusion patient side". Clinician tested the line by disconnected from patient running the infusion and the alarm was still present. The module was changed and the infusion continued without issue. There was patient involvement however no patient harm. Received additional information from country quality as below. Customer hospital biomedical engineer performed internal test. All test results are as expected for both ¿flow rate¿ and ¿occlusion¿. Three times ¿flow rate test¿ results are as follows: set up flow rate 250 ml/hour. Tested result 249.73 ml/hour. Set up flow rate 100 ml/hour. Tested result 100.60 ml/hour. Set up flow rate 20 ml/hour. Tested result 19.97 ml/hour. Two times ¿occlusion test¿ results are as follows: set up flow rate 20 ml/hour. Tested result 312 mmhg. Set up flow rate 20 ml/hour. Tested result 312 mmhg.